Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain / pelvic area") in a (B)(6) female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" and treatment noncompliance "she did not use birth control or contraception at any time following essure placement". The patient's past medical history included dysmenorrhea and menometrorrhagia. Concurrent conditions included nabothian cyst, hypertension, gravida and parity. Concomitant products included lisinopril since 2011. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 7 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mental disorder ("psychiatric and/or psychological condition"). The patient was treated with surgery (on (B)(6) 2015; total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the mental disorder outcome was unknown. The reporter considered mental disorder and pelvic pain to be related to essure. The reporter commented: three trailing coils were left behind in the uterine cavity. The essure device was inserted without difficulty and deployed and 3 trailing coils were left in the uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Her demographic was added. Lot no added. Concomitant medication added. Following event: severe and permanent injuries was replaced with severe and persistent pelvic pain / pelvic area, psychiatric and/or psychological condition, did you undergo an essure confirmation test, she did not use birth control or contraception at any time following essure placement. Outcome of events updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.